Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spinal canal stenosis and underwent transforaminal lumbar interbody fusion (tlif) surgery and was implanted at l2/3 level. During surgery, the tip of driver remained in the screw head. There was a delay of less than 60 minutes in the overall procedure time as a result of this event. The fragment of the driver remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow indicating the driver was turned in the counter clockwise direction, consistent with torsional overload. The hardness of the driver is hrc50 which is within print spec. If information is provided in the future, a supplemental report will be issued.